Manufacturer narrative:
Product has been received by zimmer biomet. The products left zimmer biomet control conforming. The complaint is confirmed. The instrument shows signs of heavy wear and tear from use. There are impaction marks all along the side of the handle, which the product is not designed to withstand. The strike plate has heavy damage from what were most likely angled/off-center impactions. These angled impactions deformed the entry portal that the threaded shaft inserts into causing the shaft to not be able to be inserted into the handle. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the threaded shaft and g7 straight modular inserter would not disassemble during a total hip arthroplasty procedure. There was a zero to fifteen minute delay during the procedure as a result.